Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a rotawire fracture occurred. The target lesion was located in severely calcified left anterior descending (lad) artery. A 330cm rotawire was selected for use. During the procedure, the physician noted that the rotawire was fractured. The procedure was completed with another the same rotawire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed that the device has the spring tip kinked, the guidewire is not fractured. Dimensional inspection were noted to be within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a rotawire fracture occurred. The target lesion was located in severely calcified left anterior descending (lad) artery. A 330cm rotawire¿ was selected for use. During the procedure, the physician noted that the rotawire¿ was fractured. The procedure was completed with another the same rotawire¿. No patient complications were reported and the patient's status is stable.